Manufacturer narrative:
Returned for evaluation was a solero probe. As received, there was a gap of <1mm between the shaft and the ceramic tip. The center conductor is not melted, but bent over and broken. Functional testing was uanble to be performed due to the condition of the sample. The customer's reported complaint description could not be confirmed as condition of the returned sample did not allow for functional ablation testing, however, the high reflected power error was confirmed via evaluation of probe assembly. The cartridge cover was removed and the n-type was inspected. If fluid gets into the n-type it will trigger an hrp failure. The screw cap was removed and there was no evidence of fluid ingress. The mcx cover was then cut away to expose the mcx shrink boot and thermocouple. The boot was positioned correctly but the tc was not positioned vertically in the pocket of the funnel. This will cause it to press against the mcx boot. This can create a hole due to later processing steps. The plastic cover was cut away and the boot examined. There was a hole in the boot at the point of contact. Next the mcx cap was removed. The inside of the mxc had signs of fluid ingress. This will trigger an hrp error. A change was made to the work instructions in sept 2020 to better define the position of the boot on the mcx and to make the assemblers aware of the tc vertical alignment in the housing. The device in the complaint was produced in (B)(6) 2018, before (B)(4) was implemented. The root cause of this event is related to a workmanship issue with the mcx sealing boot inside the handle of the probe. The device in the complaint was produced in (B)(6) 2018, prior the mcx boot placement change (B)(4). All team members performing this work step are trained to the current document revision. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Reference (B)(4). Correction: initial MDR, section b5: event description references a 19cm solero applicator. This has been corrected to reference a 14 cm solero applicator.

Event description:
An end user reported an issue with a 14cm solero applicator. During a procedure, the probe was tested and a "high reflected power" error message displayed instructing to reposition the applicator and retry. This occurred after 10 seconds so the doctor could no longer visualize the tumor on ultrasound and had to place a second probe blindly. The doctor was unhappy. The procedure was completed with the second probe and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
An end user reported an issue with a 19cm solero applicator. During a procedure, the probe was tested and a "high reflected power" error message displayed instructing to reposition the applicator and retry. This occurred after 10 seconds so the doctor could no longer visualize the tumor on ultrasound and had to place a second probe blindly. The doctor was unhappy. The procedure was completed with the second probe and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The device was returned to angiodynamics for a device evaluation. A preliminary examination of the device noted the tip of the applicator was partially separated from the applicator shaft, leaving a space between the tip and the bond junction. This failure mode meets the criteria of a reportable event.